Event description:
As reported: the generator eroded thru the skin and the entire system was explanted. The lv lead was capped/abandoned during the procedure but did not cause or contribute to the generator eroding thru the skin.